Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation for a radiofrequency ablation of heart an intellanav mifi open-irrigated catheter was selected for use. The outer as well as the sterile inner packaging of the device were damaged. The product was contaminated and could not be used. The procedure was completed successfully by using another of device from the same model. No patient complications were reported.

Event description:
It was reported that during the preparation for a radiofrequency ablation of heart an intellanav mifi open-irrigated catheter was selected for use. The outer as well as the sterile inner packaging of the device were damaged. The product was contaminated and could not be used. The procedure was completed successfully by using another of device from the same model. No patient complications were reported.

Manufacturer narrative:
The returned intellanav mifi open-irrigated device was analyzed, passed all tests performed, and exhibited normal device characteristics. However, packaging was not returned, therefore, the most probable cause of the reported event could not be determined. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. There is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.